Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for lead revision because of the advisory on the device the physician decided to upgrade to the device. The lead was explanted and replaced due to high pacing threshold. The patient condition was stable during and post procedure.